Manufacturer narrative:
Product ID: 3093-28, lot# j0546589v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) reported the patient was having sharp pain at the implantable neurostimulator (ins) pocket site and pain radiating down to her left leg. This was considered a sudden change and an event date of (B)(6) 2015 was noted. When stimulation was turned off, the left leg pain resolved. No impedance measurements were taken. The nurse requested the patient's patient programmer be exchanged for a newer version for more programming options. On (B)(6) 2015, the patient was seen by her doctor and an x-ray was taken which showed lead migration. On (B)(6) 2015, the patient had a revision with a new lead and a pocket revision was done. The only problem found was lead migration and the patient had no more leg pain or pain at the pocket post-revision.